Event description:
User received low total bilirubin results for 30 pt samples. The following three pt examples were provided. Sample 1: initial result 0.4 mg/dl, repeat 1.1 mg/dl. Sample 2: initial result 0.1 mg/dl, repeat 1.0 mg/dl. Sample 3: initial result 0.1 mg/dl, repeat 1.0 mg/dl. Initial results were reported and corrected reports were issued. No pts were adversely affected. The field service representative determined the cause to be a problem with the reagent, noting he had been informed by the customer that precipitate had been aspirated into the r2 tubing after the reagent had been totally consumed, and the blockage had been cleared by the customer. He checked the channel dispense and replaced the changeover valve. Performance tests were performed.